Event description:
A report was received that a patient was experiencing pocket discomfort and charging difficulties. The physician repositioned the ipg to make it less deep. The patient was reportedly doing well after the revision

Manufacturer narrative:
This is the final report.